Event description:
Patient's left knee was revised. Scorpio insert was replaced.

Manufacturer narrative:
An event regarding instability involving a scorpio insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: there were insufficient medical records provided for review by a clinical consultant. -device history review: device history review was not performed as the lot ID is unknown. -complaint history review: complaint history review was not performed as the lot ID is unknown. Conclusions: the event could not be confirmed nor the root cause determined based on the information provided. Further information such as device details and analysis, dated x-rays and revision operative reports are needed to complete the investigation for determining root cause no further investigation is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient's left knee was revised. Scorpio insert was replaced. On 07-jul-2015 update: per conversation with sales rep, the patient was revised for a poly swap due to instability.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown scorpio insert. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.